Event description:
Per the clinic, the patient has poor hygiene and a results developed infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.